Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4) product type: programmer, patient. Product ID: 39565-65, serial# (B)(4) implanted:(B)(6) 2012 product type lead product ID 3550-p4 lot# n334426 implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported the patient¿s pain was above their tailbone and manufacturer representative was unable to program their device to get appropriate coverage. It was noted that the manufacturer representative increased the frequency and it ¿worked perfectly¿. It was reported that the incomplete charging was caused the rapid battery depletion. It was noted that the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient is having trouble keeping their implanted battery charged. It was noted the patient is charging more than expected and has been going on since (B)(6) 2014. It was further reported the patient had called in to "calculate numbers" after 6 charging sessions. It was noted that while on hold the call was disconnected. It was reported the call was to determine the recharging statistics as it is believed the implantable neurostimulator (ins) is depleting faster than expected. It was noted that the patient charged their device to 100% the night prior to report and by 11:30 on the day of report it was fully discharged. It was further noted the patient went one year where the stimulation "didn't help". It was reported the patient was programmed at 1000 hz rate, high amplitude and low pulse width and was noted it "churns the battery fast but should be 5.5 hours fast". It was noted that the battery does not always deplete this fast. It was reported the patient wears their recharged to bed and never uses their patient programmer only the implantable neurostimulator recharger (insr). Lastly it was determined that the patient had only charged for 57 minutes and did not reach a full charge while charging during the night and did not verify that it was charged fully in the morning.

Event description:
It was further reported that longevity calculations were performed. It was noted that 4 of 6 sessions were 0 and the patient reported they check their implantable neurostimulator (ins) with their implantable neurostimulator recharger (insr) which resulted in the skewed results from the longevity calculations. It was suggested the patient stop checking their device with their insr so an accurate calculation can be made. It was further reported the patient is still charging at night but the charge will only last until "10:30am or so." It was noted this was not the case every day. It was also reported the impedances were checked and no shorts were detected. A recharge interval estimated at 9.3v, 1000 rate, 120 pw and 1000(estimated by rep) with +++- showed approximately 1.47 days. It was noted 6 coupling bars were shown as the average. Additional information received reported the manufacturer representative met with the patient on (B)(6) 2014 and they (the patient) was going to contact the manufacturer with "all of the recharge numbers." It was noted that otherwise, the patient was doing well.

Event description:
It was reported that the patient fell ¿a couple days ago¿ and since the fall the patient is charging more than expected and states the implantable neurostimulator (ins) is depleting ¿very quickly¿. It was noted that the patient usually charges overnight while sleeping and the last couple days when the wake up they have a full battery but by 11:30am the ins is dead and shut off stimulation. It was reported the patient¿s amplitude is ¿high¿ with 1000 hz for rate, 60-90 for pulse width and runs their stimulation 24 hours a day. It was noted that when the stimulation is on the patient gets good pain coverage. Additional information received reported the patient rescheduled their appointment and is now meeting with a manufacturer representative on (B)(6) 2014. It was further reported a longevity calculation was performed using the patient¿s settings at 7.5v, 120 us, 1000 hz and 1 cathode/4anodes. It was noted the patient¿s device is depleted by noon, loses stimulation at that time, but does not recharge until the end of the day. It was reported the patient fell on (B)(6) 2014 on their back/buttock and the implantable neurostimulator (ins) is implanted in their upper buttock/lower flank. It was reported the caller noted a usage of 72%. It was noted the patient has multiple programs but is currently using group f. Additional information received reported the patient was scheduled to meet with the manufacturer representative on (B)(6)2014 for more diagnostics on recharging.